Event description:
The strattice graft had a number of defects in the graft. The stitches along the entire right side of the repair had pulled through the material and there were 2 tears in the graft: a large tear in the central portion of the graft and a small tear in the lower portion of the graft.====================== health professional's impression======================the strattice graft had a number of defects in the graft. The stitches along the entire right side of the repair had pulled through the material and there were 2 tears in the graft: a large tear in the central portion of the graft and a small tear in the lower portion of the graft.